Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6321958. This lot was built nov 16, 2016 thru nov 21, 2016. Bd received two unused representative iag 20ga units in sealed packaging from the reported lot. A visual/microscopic evaluation was performed. No mechanical/physical damage was observed to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A function test (needle retraction) was performed. When the buttons were depressed, all of the units did retract into the safety barrels. The units were turned upside down and shook; the needle did not come back out. Conclusion - the returned units provided for evaluation met and performed to manufacturing specification. The customer's indicated failure was not confirmed. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. An absolute root cause for this incident was not determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle on the suspect device did not retract. The exact number of devices involved is unknown but they reported that "this experience did not occur with every unit within the lots."